Event description:
It was reported that; the tip of the probe was broken before screw insertion during medical procedure. Spare product was used instead of it. Then the tip of the 4.5mm tap was broken and the broken particles were removed from the patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing files were reviewed and no anomalies were found. Conclusion: based on previous results, the majority of the failures reported were due to the user not using an awl.

Event description:
It was reported that; the tip of the probe was broken before screw insertion during medical procedure. Spare product was used instead of it. Then the tip of the 4.5mm tap was broken and the broken particles were removed from the patient.